Event description:
It was reported via user-facility medwatch report that the caster brakes did not hold. Reportedly, the bed moved easily with brakes applied. No adverse consequences were reported.

Manufacturer narrative:
User facility filed a medwatch report, alleging that the brakes on the bed were not properly holding. The MFR has made a request for the base to be returned for eval. The bed base has not yet been received from the user facility. If the base is in fact returned to the MFR for further investigation and additional relevant info is received, a f/u report will be filed.